Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02jul2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.